Event description:
It was reported that an unknown metal piece broke off the blade mount area of the handpiece. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, it was found that the blade mount lever broke off. The primary root cause was that the barrel fractured.